Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A non-field reported error code fa5a1 was confirmed in the memory log files. During baseline testing, the touch responded properly. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that this programmer was unresponsive. Technical services (ts) provided field representative with troubleshooting steps. No adverse patient effects were reported. The programmer was replaced. Product investigation team received the returned programmer. The allegation was not confirmed by testing or analysis by the investigating team. However, the probable cause was determined based on the similar events where the programmer screen became unresponsive to touch inputs during use.